Event description:
Customer reported receiving a calibration error and lost sensor alerts. The customer stated the issue has be occurring for several months. The customer's blood glucose was 44 mg/dl. She stated she had been dealing with a lot of stress and anxiety. The customer declined to troubleshoot for her lost sensor alert. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-21154